Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. Tracking of the instrument was not possible due to deformation. It had a dull tip. There was no reported impact to patient outcome and a reported delay of less than one hour.

Manufacturer narrative:
H3) the probe was returned for analysis. Functional testing determined that the probe was bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.